Event description:
It was reported that this patient was having thumping in his chest a few days later his pacemaker system was implanted. The patient's heart rhythm was found to be low in the 50 beats per minute. Technical services (ts) reviewed the case and suspected rv lead dislodgement, as undersensing and loss of capture were noticed. Further information was received indicating the dislodgement was confirmed and the rv lead was repositioned successfully. This rv lead remains in service and no adverse patient effects were reported.